Manufacturer narrative:
Other relevant device(s) are: product ID: 9731203, serial/lot #: unknown, initial reporter name and occupation unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system was unable to track and verify. The manufacturer representative turned the system on and the emitter showed as connected in the tracking details and tracked instruments, but would not verify any of them. Troubleshooting was performed by opening the electromagnetic (em) interface tool and no faults were shown, but the instrument coils for the patient tracker were not being tracked in the instrument coils page of the em interface. The system was rebooted and the emitter showed as connected and was able to start tracking the patient tracker, but marginally. When the tracker was moved in the field it flashed red as it was lost, then re-established tracking when it was no longer moving. The geometry error on the patient tracker was 0.6 while it displayed this behavior, so it was noted that metal interference was unlikely. Further troubleshooting was performed by moving another emitter to this navigation system and it functioned as expected, tracking the patient tracker and the instruments were able to be verified without issue. The emitter that was having issues was moved to another navigation system and the issue recurred, tracing the issue to the emitter. There was no patient involved.

Manufacturer narrative:
H3) a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The emitter would not track instruments. The emitter was replaced and the system then passed a system checkout. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information) lot number of concomitant product is 0400004769. Additional information) initial reporter name and occupation provided. Additional report source provided. The emitter was returned to medtronic for analysis. Analysis revealed that the reported issue was confirmed. The emitter was unable to verify a known good instrument on the first initial check. After running for an hour, the emitter was able to verify instruments. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Fdm, fdr, fdc are still applicable to this analysis. If information is provided in the future, a supplemental report will be issued.